Manufacturer narrative:
H10: additional narrative: the complaint on (B)(6) 2019, (B)(6) health center reported the patient monitor (bsm-4104a sn:(B)(6)) was having an issue with the network card. The unit was unable to connect to the network. (B)(6) resolved the issue by swapping out the network card (nic). Service requested troubleshooting/assistance service performed (B)(6) was advised that nka no longer sells the nic and the manufacturer no longer supports it. Investigation result the bsm warranty began 10/22/05, which is over 13 years prior to the reported issue. Review of device sap history found no previously reported issue with the unit. There was a reported failure of the nic network card (qi-101p). The nic is an optional network card that allows the bsm to communicate with other devices. The network card is not needed for bsm to monitor patients. Per bsm-4000 series service manual revision e, maintenance check is recommended once every six months. This includes checking the network card check on the manual check menu screen. Section 2 "troubleshooting" of the bsm-4000 series service manual, provides possible cause and action for communication problem between devices. This includes replacing the faulty network card with a new one. The bsm-4000 series model was discontinued on 08/03/11 in mbg-110308a due to the introduction of the bsm-6000 series monitor. Support for the unit continued for a minimum period of seven years. The issue occurred well beyond the warranty and promised support period. The unit/part was not returned and no nka evaluation was performed. Condition of the unit is unknown. Issue resolved by customer in replacing nic card. This issue is not suspected to be caused by deficient device design. Corrected information: f9. Approximate age of device: incorrectly calcuated

Event description:
The customer reported that the bsm (bedside monitor) has a failed nic (network interface card) causing interruption in patient monitoring. No consequence or impact to the patient was reported.

Manufacturer narrative:
The customer reported that the bsm (bedside monitor) has a failed nic (network interface card) causing interruption in patient monitoring. No consequence or impact to the patient was reported. Nihon kohden continues to investigate the reported event and will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bsm (bedside monitor) has a failed nic (network interface card) causing interruption in patient monitoring. No consequence or impact to the patient was reported.